Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device did not complete firing sequence and the staples did not form. Could not open the device to remove and replace the reload, so the procedure was completed with another like device. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.